Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area of distal end and broken video cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image display issue due to broken video cable and damaged fiber bonding in the outer tube area of distal end was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited no image. There was no report of patient harm.